Event description:
It was reported that the patient presented for the implant of the left ventricular lead. During the procedure, the lead was observed to dislodge while testing. The procedure was completed with a replacement lead. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.